Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 95% stenosed, 22-24x3.5-4mm target lesion was located in the severely tortuous and moderately calcified left anterior descending artery. A 24 x 3.50 promus premier drug-elurting stent was advanced but failed to cross the lesion. The device was removed and it was noticed that the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus premier stent delivery system was returned for analysis without a hub/manifold. A visual examination of the stent found that the stent was damaged on the mid-section stent strut rows, with stent struts lifted. The undamaged crimped stent od (outer diameter) was measured and the result is within the maximum crimped stent profile measurement and the stent length measurement are within the specified measurements. Stent damage most likely occurred during withdrawal attempts. The balloon cones were reviewed; and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the tip showed no signs of damage. A visual and tactile examination found a hypotube break at 2 cm proximal to the distal end of strain relief. The manifold/hub was not returned for analysis. As per additional information the manifold was intentionally cut off at the customer's facility. A visual and tactile examination of the outer lumen and mid-shaft section and a visual examination of the inner lumen found no issues with the extrusion shaft. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 95% stenosed, 22-24x3.5-4mm target lesion was located in the severely tortuous and moderately calcified left anterior descending artery. A 24 x 3.50 promus premier drug-eluting stent was advanced but failed to cross the lesion. The device was removed and it was noticed that the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.